Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor position encoder error alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The stop current and run current measurement tests were within specification. No clicking anomaly was noted during the rewind test. The pump had a constant motor error alarm during the rewind test due to an out of phase motor encoder signal. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarms. The pump had minor scratches on the display window, a cracked case at the display window corner and a partially broken reservoir tube lip.